Event description:
It was reported by the customer that during a routine check of the cardiosave intra-aortic balloon pump (iabp), a low vacuum was detected. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that the safety disk had a leak and was due for replacement. Swapped in a test safety disk and let the unit run for 30 mins, no issue found. After the fse swapped test the safety disk, all functional and safety checks to meet factory specifications were performed. Additional testing was performed (all manifold test, compressor output, compressor cycling test and drive regulator). The fse tested 5x over and interval of 30 mins, after setting vacuum and pressure to see if the drive regulator holds the value set. The fse recommended the customer to replace: safety disk d202-00-0140 as it is due for replacement.

Event description:
N/a.